Event description:
The lay user/patient contacted lifescan alleging the meter displays error 1 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. The mother stated that the insulin pump alarmed no delivery during a bolus. Troubleshooting was performed. Ran a fixed prime test and the device passed the test. The mother stated that sometimes the cannula was bent. Reviewed the bolus history, basals, daily totals, and the alarm history. No further information was provided.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/29/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.